Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. Reportedly, no pre-dilatation was performed prior to stenting the svg. The IFU states that the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. The IFU states: the xience v stent is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. The IFU cautions that the safety and effectiveness of the xience v stent have not been established for subject populations with lesions located in saphenous vein grafts and in-stent restenosis. It is unknown how, if at all, this may have contributed to the reported patient effects.

Event description:
It was reported via a trial that on (B)(6) 2008 the patient underwent direct stenting in the restenosed mid saphenous vein graft (svg) to the right coronary artery with one 4.0 x 28 mm xience v stent and in the pre-dilated de novo, distal svg to the left circumflex artery and obtuse marginal with one 4.0 x 23 mm xience v stent. On (B)(6) 2010, the patient experienced chest pain that required percutaneous coronary intervention in the target vessel, but non-target lesion. The event resolved on (B)(6) 2010 and the patient was discharged on (B)(6) 2010. Additional information was received indicating that the revascularization was determined to be in the target lesion. There was no adverse patient sequela. There was no additional information provided.